Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician found that the radiopaque marker of the neuron max 6f 088 long sheath (neuron max) was missing and there appears to be an excess material on the tip. The reported issue was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the radiopaque marker was present on the neuron max distal tip and the atraumatic tip was damaged. The proximal end of the neuron max was bent. Conclusion: evaluation of the returned neuron max revealed the distal atraumatic tip was damaged. The radiopaque marker was present and readily visible on the damaged distal tip of the neuron max. This damage may occur if the packaging mandrel becomes unsecured while removing the device from its packaging. If the mandrel becomes unsecured it may get retracted into the packaging tube causing the neuron max tip to become pinned between the packaging tube and packaging mandrel. If the device is retracted against this resistance, the distal atraumatic tip may become damaged. Further evaluation revealed the proximal end of the neuron max was bent. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.